Event description:
A nurse obtained a pre-filled normal saline (ns) syringe and found a brown dot on the inside of the syringe. The expiration date on this syringe is 10-10-16. This nurse found the spot before the syringe was used, so this syringe was not administered on the patient.manufacturer response for pre-filled ns syringe, bd 0.9% sodium chloride injection (per site reporter): bd is sending us a shipping label to return this ns syringe to them for further evaluation.